Event description:
It was reported that the atrial lead impedance decreased - bipolar to below 200 ohms and unipolar at 289 ohms - and sensing measurement dropped. The lead is still in use. No complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.